Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements in office check visit. It was suspected to be caused by connection or coil issue. Troubleshooting options were discussed and recommended. Currently, the product remains in service and no adverse patient effects were reported.